Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician decided to replace the cat8 rotating hemostasis valve (rhv) with another manufacturer's tuohy. The physician then indicated that the cat8 felt tight when it was inserted into the tuohy. After a couple of passes, a kink was noticed on the back of the cat8. Therefore, the cat8 was removed and the procedure was completed using a new cat8. There was no report of an adverse effect to the patient.